Event description:
It was reported that during a pelvic osteotomy the of orthomap3d navigation software was drifting approximately 20 mm superior and lateral. The inaccuracy resulted in a 30 minute delay and the discontinuation of the navigation system; the procedure was completed successfully without a use of the navigation. No medication interventions, adverse consequences, or impact to the patient were reported with this event.

Manufacturer narrative:
Correction: the device was not received for evaluation; however, the event was confirmed via a screen shot capturing the inaccurate registration.

Event description:
It was reported that during a pelvic osteotomy the of orthomap3d navigation software was drifting approximately 20 mm superior and lateral. The inaccuracy resulted in a 30 minute delay and the discontinuation of the navigation system; the procedure was completed successfully without a use of the navigation. No medication interventions, adverse consequences, or impact to the patient were reported with this event.